Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma (bia-alcl)¿the UK experience and first reported case of neoadjuvant brentuximab.¿ by by l johnson, j o'donoghue, h stark, n collis, a lennard, m butterworth, n mclean, m youssef, g gui, I lyburn, j bristol, j hurren, s smith, r jacklin, d cunningham, and f macneill, published in cancer research feb/2017, electronically published apr/2017. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reported events are addressed in the labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Similar to a bruise, a seroma occurs when the watery portion of the blood collects around a surgical incision or around a breast implant. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/ chest wall deformity. Alcl is not breast cancer; it is a rare type of non-hodgkin¿s lymphoma, a cancer involving the cells of the immune system. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Reviewed abstract, ¿breast implant associated anaplastic large cell lymphoma (bia-alcl)¿the UK experience and first reported case of neoadjuvant brentuximab." Abstract reports stage I case of alcl and "two had bilateral risk-reducing mastectomies (rrm) with implant reconstruction." This medwatch report represents two stage I cases of patients who had bilateral risk-reducing mastectomies with implant reconstruction. Regarding treatment, abstract reports some cases ¿had surgery to remove both implants and ipsilateral total capsulectomy" and others "contralateral capsulectomy and the pathology was benign" or "unilateral capsulectomy and bilateral exchange of implants.¿ with the current information provided, it is impossible to know which specific treatment was used in these cases. Event of alcl will be captured as lymphoma, as the necessary histological markers are not confirmed. Manufacturer of device is unknown.